Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Gehc recommended replacement of the ventilator interface board. No report of patient involvement. Reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.